Manufacturer narrative:
Additional narrative: patient information is unknown. Event date: unknown. Device is an instrument and is not implanted/explanted. (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. Manufacturing location: (B)(4). Manufacturing date: march 11, 2015. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported during a procedure, the blade became stuck on the screwdriver. The screw was still able to be removed and a new one was implanted. No patient harm reported. Concomitant parts reported: impactor (part 03.010.410, lot 9068166, quantity 1); blade (part 04.027.034s, lot l066996, quantity 1). This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Manufacturing location: (B)(4); manufacturing date: 19.aug.2014; no ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The blade was received jammed within the impactor. It is impossible to detach both devices from each other. There are marks at the shaft of the blade visible. Furthermore we found hammer marks on the metallic part at the top of the handle. Because of the damage, the complaint relevant dimensions cannot be checked for dimensional accuracy of the valid manufacturing specifications. Unfortunately, due to limited information, a root cause cannot be determined. Due to the wear and tear marks, it can be presumed that the instrument was subjected to excessive force application during use, which finally could cause the jamming of both devices. The technical guide recommends: for impactor- insert the pfna blade to the stop by applying gentle blows with the hammer. Inserting the blade to the stop is important, as the impactor must click into the protection sleeve. Do not use unnecessary force when inserting the pfna blade. For blade - the tip of the pfna blade must rotate freely after attaching it to the impactor. This is essential for the implantation of the pfna blade. Otherwise remove and dispose of the blade. Do not over tighten the connection between the impactor and the pfna blade. No product fault could be detected. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant device reported: impactor (part 03.010.410, lot 9349629, qty 1).